Manufacturer narrative:
The endoscopy support specialist (ess) visited the user facility to observe the staff's reprocessing of the tjf 180 & tjf 160vf scopes. The ess discussed brushing the distal end and using all recommended brushes. All steps from the reprocessing manual were followed. No deviation was observed. As part of the post market study, the subject scope was sent for destructive sampling at an external laboratory. The destructive sampling identified pseudomonas sp. (Categorized high concern organisms) which was also identified in the initial sampling.. After the disassembling, the following was observed: deterioration and bleaching of the glue of the bending section. Scratch on the glue of the bending section. Surplus of glue around the distal light guide lens and objective lens. Oxidation at the distal end body. Deterioration of the glue around the distal air/water nozzle. The scope was then sent to an independent laboratory for ethylene oxide (eo) sterilization and then returned to the service center for evaluation. A visual inspection on the scope; a foreign red and yellow substance/stain was found throughout the instrument channel and suction channel. As a result of the destructive testing, the scope was received without the distal end cover and the elevator forceps raiser, therefore, a leak test could not be performed. A review of the scope's instrument history records indicates the scope was last repaired on august 21, 2018. The cause of the foreign red/yellow substance and the reported positive culture cannot be determine at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the post market surveillance study process, olympus personnel was dispatched to observe the sampling technique of the scope sampler and there were no deviations observed. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to section d2, device pro code fdt.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. Based on the investigations, insufficient reprocessing due to the glue condition and or improper reprocessing procedures cannot be ruled out as a contributory factory of the reported positive scope culture.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time, however, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for pseudomonas stutzeri after reprocessing. There were no associated patient infections reported.